Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the sheath was kinked approximately 19.9cm from the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return likely contributed to the kink. No catheter kinks were reported by the user. A clear residue was present on the radiopaque tip prior to the sample being decontaminated. The clear residue was no longer present after the sample was decontaminated. Per the reported event details, contrast injection was used to visualize the sheath tip; therefore, it is likely that the clear residue present on the tip was contrast. No other anomalies were identified. Functional/performance evaluation: the sheath was placed inside an x-ray machine. The sheath's radiopaque tip was clearly visible under x-ray imaging. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for the inability to visualize the sheath radiopaque tip, as the tip was clearly visible under x-ray imaging taken during functional testing. Based upon the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings: never advance the guidewire or introducer sheath/dilator or deploy the filter without fluoroscopic guidance. Precautions: position the filter snare hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. The introducer sheath has a radiopaque distal marker band to assist in visualization and predeployment filter positioning for proper filter placement. Directions for use - implantation: select the optimum location (for example 1cm below the lowest renal) for filter placement and measure the ivc diameter. Ivc diameter may be measured using dilator radiopaque marker bands. Marker bands are spaced at a distance of 28mm (outer-to-outer), which references the maximum indicated ivc diameter. Prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure; allegedly, the radiopaque tip was unable to be visualized. Contrast injection was used to visualize the sheath tip and position to successfully deploy the filter without incident. There was no reported patient injury.